Manufacturer narrative:
Device evaluation summary device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (resets) has been confirmed. As received, the battery charger/modem would not power on. Upon evaluation, the monitor exhibited a flash memory failure at bga components u102 and u105 on ca board (B)(4). Root cause investigation including destructive testing is underway on devices exhibiting similar failure modes. Additionally, the y1 crystal oscillator on the bedside pca was defective. The root cause for the defective y1 oscillator could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem (B)(4). The patient using this battery charger reported that it was resetting.